Event description:
Colon cancer patient had surgery to resect cancer. Surgery was performed using a 28mm us surgical circular stapler with psd veritas buttress material. The surgery proceeded without a problem until creation of the anastomosis. The surgeon felt resistance when he closed the circular stapler. The surgeon did not feel comfortable with the resistance and removed the stapler from the rectum. The plastic collette inside, the stapler head had gotten wedged against the stapler and appeared to jam the knife blade. A new stapler was opened. Surgeon placed buttress since he thought the first buttress was not properly seated by the scrub tech. The second stapler was deployed and fired with the psd veritas buttress. When removed from the patient, the surgeon felt resistance and noted that bleeding was present. It was confirmed that there was a hole in the posterior wall of the colon, he felt the stapler did not cut completely. Bleeding was controlled and the incomplete anastomosis was taken down. The surgeon used another 28mm us surgical circular stapler without presence of psd veritas buttress. After the third attempt, the surgeon noted that there was a small hole in the posterior wall of the colon. Sutures were applied. Patient did well post surgery and was discharged home without further incident. Surgeon stated that it was very unusual for all three to have a problem.

Manufacturer narrative:
If additional pertinent information becomes available, a supplemental report will be submitted.